Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 5

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient experienced 5 infusion set cannula kinked within 3 hours of insertion at abdomen on 17-mar-2025, which resulted in elevated blood glucose over 300mg/dl, therefore patient had received correction bolus via pump company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available